Event description:
The customer reported the generation of erroneously high creatinine (crea) results on their au5800 clinical chemistry analyzer. The customer reported a change in treatment for one (1) patient who was provided losatan due to false high crea result. The customer repeated the samples on the same analyzer and their other au analyzer with lower results. The original results were amended for a total of 341 patients. The customer did not provide patient data or demographics for the one impacted patient.

Manufacturer narrative:
Beckman coulter complaint handling unit (chu) reviewed the event information. Despite multiple requests for data, the initial and repeated creatinine results of the impacted patient are unknown. The physician questioned the calculated egfr of 44 ml/min where the repeated calculated egfr was 68 ml/min. Patient medication was changed from ramipril to losartan (dosage unknown). Patient was sent for kidney, ureter, and bladder (kub) x-ray to rule out potential renal artery stenosis. Upon the amendment of the results, the patient switched back to ramipril medication. No further harm was reported. Service was dispatched on (B)(6) 2022. Beckman coulter field application specialist evaluated the system onsite and there was no evidence of an instrument malfunction. The customer indicated one (1) particular creatinine cartridge of lot 2511 was impacted, the other four (4) reagent cartridges from the same lot were performing as expected. The affected cartridge was discarded. Investigation indicated issue was an isolated event affecting only one specific creatinine reagent cartridge. The failure mode is unknown as there is no evidence of a reagent or system malfunction. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).